Event description:
Boston scientific received information that this patient had noted diaphragmatic stimulation since the day of implant and the left ventricular (lv) lead had been programmed off. The patient later presented to the hospital with shortness of breath and heart failure symptoms and diaphragmatic stimulation was still noted. An x-ray revealed the lv lead had dislodged and it was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.